Event description:
It was reported that the reservoir of this inflatable penile prosthesis (ipp) herniated into the scrotum. The reservoir was removed and replaced. There were no patient complications.

Event description:
It was reported that the reservoir of this inflatable penile prosthesis (ipp) herniated into the scrotum. The reservoir was removed and replaced. There were no patient complications.